Event description:
It was reported that the patient had a biozorb implanted in (B)(6) 2016. The patient had partial breast irradiation with no issues until returning in (B)(6) 2016 with the complaint of the irradiated breast being larger than before with some oozing and seepage from the incision. A superficial infection was treated, however, 3 weeks later the patient presented with an opening incision and the device visible. The device was removed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.